Manufacturer narrative:
(B)(4).

Event description:
A health care provider (hcp) reported that low impedances were measured this past summer on electrodes nine and ten. Impedances were measured to be 50 ohms. The hcp reprogrammed the patient once they noted the low impedances. The patient's left side was programmed to 4.2v, 60 usec, and 195 hz with a therapy impedance of 760 ohms. The patient's right side was programmed to 5.7v, 60 usec, and 195 hz with a therapy impedance of 2500 ohms. The patient's indication for use is parkinson's dual and movement disorders. No symptoms, cause, troubleshooting or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.